Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent a laparoscopic incisional hernia repair, lysis of adhesions and small bowel resection. Approximately 2 weeks post op the patient underwent an additional procedure for an abdominal wall abscess with infected hernioplasty mesh, superobesity, and incisional hernia. The procedure performed was a left subclavian venous line, I<(>&<)>d abdominal wall abscess, explant of infected mesh, and negative pressure wound care >50cm2. During this procedure an area just to the right of a midline incision was encountered with fluid and an abscess here. Some ischemic changes over top of the area of cellulitis. Opening this, they entered a cavity that had about 30 to 40 ml of purulent fluid. This was cultured. The overlying fatty tissue was partially necrotic and was debrided. There was a fascial defect. One could palpate the mesh within that was free floating along the inferior lateral edge on the left side. They gradually exposed more and more here making a cruciate invision over top of this and debriefing a wide flap of skin and subcutaneous tissue creating a cavity that was about 15 x 12 x 4 cm deep. The mesh itself became less adherent along the inferior edge. They were able to free this widely by simply blunt dissection along the fascial plane here. The remaining fascial opening here was about 10 cm top to bottom and about 8 cm wide. They irrigated this with pulsatile irrigation. There was no succuss or intra-abdominal fluid. There was a small area towards the patient's right side where one could get a finger down into the peritoneal space. The remaining area had a small bowel adherent to the whole tissue. There was a separate stab incision in the left upper quadrant that had purulence within it. They probed this and it actually communicated to the area where they had removed the mesh. This was packed with a half-inch penrose drain and kerlix. The midline wound was then closed on the fascial layer with an interposition vicryl mesh using 2-0 vicryl suture in an interrupted fashion and then a negative wound pressure dressing placed over top of this. The patient underwent an additional procedure approximately 2 days later for wound exploration, washout, and vac change. Approximatley 1 month post op the patient underwent an additional procedure for left subclavian venous line, incision and drainage of abdominal wall abscess with explant of infected mesh, and negative pressure wound care system >50cm2. Medical history: morbidly obese, hypertension, hypothyroidism, carpal tunnel syndrome, mitral valve disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.